Manufacturer narrative:
The report event of impedance issue was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. The cause of the event remains unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on all lead contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.